Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over five (5) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely, the areas for improvement (afi) image are not displayed, due circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the image was not displayed due to a circuit board failure. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, the image was not displayed due to a circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided